Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor was not recalibrated.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the information provided was performed, and the sensor was within the tolerance for cm mean; therefore, the reported event is unconfirmed. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. A lot review was performed via complaint handling system (epiq) using a search on the batch number. Conclusively, there is one additional complaint(s) related to the associated batch, and the reported issue.